Event description:
It was reported that there was a high impedance issue. The value was not specified. It was noted that the patient complained about two contacts on the lead that were not accessible. It was noted that there was less than 50% therapy relief at an unknown location. It was noted that they only knew the clinic where the patient was being treatment and no more details were known. Additional information received reported that the healthcare professional stated there appeared to be no product issue. The therapy was working and the therapy effect and adverse event were correlated to the lead location. The manufacturing representative thought the case "could be closed."

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).